Event description:
Customer called to report that sovereign compact had a footpedal error while ultrasound was being applied during a surgery. The customer replaced the footpedal with another, and the system seemed to work for a while; however, the same error occurred. Then, the customer used a secondary unit (another sovereign compact) and the surgery was successfully completed. No patient injury reported. Surgery was delayed at least 20 minutes.

Manufacturer narrative:
Corrected data: is this a single use device that was reprocessed and reused on a patient: no. Device available for evaluation: yes. Report source: foreign, health professional. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Account reported there was no patient injury however, there was a significant delay in completing the procedure. A field service engineer (fse) visited account and was able to replicated the issue as reported. Inspection revealed subsystem board was causing the error message. Subsystem board was replaced and fse confirmed the machine met amo specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at this time has been submitted.